Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted the mean pressure gradient was 4mmhg. An xtw clip was inserted, and grasping was performed. However, after the leaflets were grasped, the mean pressure gradient increased to 11-12mmhg. Therefore, the physician decided to remove the clip and replace with a smaller device. During removal, it was noted the clip became caught on the leaflets. Troubleshooting was performed and the clip was removed from the leaflets. However, the physician suspected tissue damage may have occurred. An xt clip was then inserted in an attempt to reduce mr. Grasping was performed, but the gradient increased to 10mmhg. The physician decided to remove the clip and discontinued the procedure. The gradient returned to 4mmhg. Mr remained at a grade of 4+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated, and a cause for the reported difficult to remove from the anatomy (clip becoming caught in anatomy) cannot be determined. Unspecified tissue injury appears to be related to difficulty removing the clip from anatomy and is therefore related to procedural conditions. Tissue damage/injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.